Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a dfr done on (B)(6) 2020. She ruptured her quadriceps tendon in (B)(6) 2020 and now had an infection. The insert, poly button and hinge pin were removed. The joint was washed and scrubbed then a new insert, poly button and hinge pin were implanted. No surgical delay noted. Doi: (B)(6) 2020, dor: (B)(6) 2021, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot no lot information available.

Manufacturer narrative:
Product complaint # ==>(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and d10 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (clinical code) removed clinical symptoms code tendon injury.

Event description:
Additional information was received stating that there were no implants revised at the time of the extensor mechanism repair. The patella has an implant on it. The implant is not a depuy implant and it was not revised.